Event description:
It was reported that a patient's blood glucose (bg) levels reached high, over 400 mg/dl while wearing the pod for more than 48 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site (abdomen). As treatment for hyperglycemia, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
The device was received fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined.